Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the femoral vein using an indigo system separator 8 (sep8) and an indigo system aspiration catheter 8 (cat8). During the procedure, the physician felt resistance while advancing the sep8 during the first pass and decided to remove it. After retracting the sep8 out of the patient, the physician found that the wire distal to the bulb of the sep8 was fractured but still connected by a wire. The procedure was completed using a new sep8 and the same cat8. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following sections were inadvertently missed on the initial MFR report and are being updated on this follow-up. #01 MFR report 3005168196-2025-00187: 1. Section a. Box 1. Patient identifier. 2. Section a. Box 2. Age at time of event. 3. Section a. Box 3. Sex.

Manufacturer narrative:
Evaluation of the returned indigo system separator 8 (sep8) confirmed that the separator wire distal to the bulb was fractured. Evaluation revealed that the separator bulb was fractured on its distal end, the core wire was fractured distal to the bulb, and the coil wrapping wires were unraveled. If the sep8 is manipulated against resistance, damage such as a fracture may occur. Based on the reported complaint, the root cause of resistance during the procedure could not be determined. Further evaluation of the returned sep8 revealed damage on the orange distal length. This damage was incidental to the reported complaint and the root cause could not be determined. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.